Event description:
It was reported that an unspecified bd intravascular administration set. The following information was provided by the initial reporter: "it was reported by the customer that there is a certain viscous medication that is not flowing properly. "

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported that there is a certain viscous medication that is not flowing properly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number were unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd intravascular administration set. The following information was provided by the initial reporter: "it was reported by the customer that there is a certain viscous medication that is not flowing properly. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.